Event description:
The customer reported on (B)(6) 2014 at 5:57 pm he activated a new pod and his blood glucose, carbohydrate intake and insulin history. Upon removal, he noticed the cannula was not inserted into his skin.

Manufacturer narrative:
The product was not returned for eval. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.